Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts. Evaluation revealed that the battery compartment and display lens were cracked. This report is made based on results of investigation completed on (B)(4)/ 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the ok and contrast symbols were worn but the rubber keypad was intact. The up arrow key was intermittently unresponsive. Evaluation revealed contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a cracked display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.